Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer was in the hospital for diabetic ketoacidosis when he received a motor error. The customer's blood glucose reading of the time was 733 mg/dl. The nurse was unable to troubleshoot the error and will call back.